Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that magnet had fallen out of latch. A field service engineer, replaced latch to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device. The contact information was kept blank due to the reported issues that were found by the field service technician while on site.

Event description:
It was reported when using the pyxis medstation es system, the drawer 5 is not registering as closed. The customer stated that there was a delay in accessing medication to patient. There were no adverse events or injuries reported based on this incident.